Event description:
Additional information was received the graft was not damaged but the device did not successfully perforate the graft. A 15-blade scalpel was used to complete the perforation. Due diligence is complete. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device was noted to have dull blades. There was no patient death/serious injury/harm associated with this event. There was a delay in the surgical procedure that lasted 15 minutes and the patient was under anesthesia during the delay. There was no variance from the expected surgical technique. Diligence is in process and no response has been received as of today.

Event description:
No additional information regarding the event is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the device passed the test mesh during device evaluation; however, the device was out of calibration. The roller and cutter were replaced and the device was calibrated and lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.